Event description:
It was reported that the scm12 has been requested to be sent in for service and repair for ongoing error codes. Customer received their holster from service and repair, but same issues are still occurring to interrupt the procedure. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.